Event description:
It was reported while using the therapy cool flex catheter during an ablation procedure, the irrigation port detached from the catheter. During mapping of the left side of the heart, the irrigation port broke and detached from the handle of the catheter. The procedure was completed with a different catheter. The pt's current status is listed as good.

Manufacturer narrative:
A therapy cool flex catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.